Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought to the operating room as the rv sensing had dropped. An increased capture threshold was observed from around the time of an lv epicardial placement. Review of an x-ray revealed rv lead dislodgement. The lead was explanted and replaced. The patient was stable before and after the procedure.